Event description:
Patient's wife reports vyalev pump stopped working about 2 hours ago. Unknown if dose was missed. Unknown if patient experienced an adverse event. Unknown if defective rx is available for return. Unknown if doctor is aware. No further info reported. Parkinson's disease. "(B)(4)".